Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had been experiencing high blood glucose. Her blood glucose was 232mg/dl at the time of reporting. She stated that her insulin pump was not alarming despite her having high blood glucose. The insulin pump is being returned. No additional information was reported.